Event description:
A customer reported to beckman coulter inc. (Bec) that an access 2 immunoassay analyzer generated an erroneously elevated troponin (accutni) result in the risk stratification range for one (1) patient. The erroneous result was reported out of the lab and was questioned by the physician because the result did not match the clinical picture of the patient. Repeat analysis of the sample generated lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer reported that all samples appeared normal at the time of testing. Samples were collected in bd lihep plasma tubes and centrifuged for 6 minutes at 4400 rpm in a swinging bucket centrifuge. Per customer supplied data, qc performed within the customer's expected ranges on the date of the event. System checks failed to perform within instrument specifications on the date of the event. Bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event. Fse confirmed the customer observation that the substrate probe was bent; the fse replaced the bent substrate probe. After replacing the probe, the fse performed a passing system check and a passing high sensitivity system check within instrument specifications. Fse verified repairs per established procedures and noted the results passed within published performance specifications. Although the fse replaced some significant hardware components at the time of service a definitive root cause has not been determined to date.